Event description:
During a lsh procedure, the tissue pad on the instrument melted and fell into the patient. The pad was retireved and the procedure completed with another instrument. No patient consequence.